Event description:
In 1996 pt had a portal catheter installed for tpn. In 1997, the catheter became infected and blocked and it was removed the next month. A hickman catheter was installed in 1998, removed two months later and a new hickman catheter installed. Hickman removed 2001. In 2002, a diagnosis of sarcoidosis had been made based on skin biopsy. In 2003, the pt developed shortness of breath that progressed. They were also reported to have asthma. In 2003, the pt underwent wedge biopsy of the lung, which was reviewed by a pathology consultant and which showed scattered perivascular foreign body granulomas surrounding "birefringent material. This material was shown to be "polybisphenol-a-carbonate", a polymer widely used in industrial and biomedical applications, including biomedical devices, through the use of confocal laser raman microscopy and comparison of the resultant spectrum with substances in a national database.